Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The product met all specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron spike was longer and sharper than expected, and when the set was connected to a solution bag it perforated the bag resulting in a leak. This event occurred during setup. There was no patient involvement. No additional information is available.